Manufacturer narrative:
Wheel assembly.

Event description:
It was reported by service report that three of the wheels were worn excessively. No patient involvement or adverse consequences are reported.